Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced leakage. The following information was provided by the initial reporter: when the rn went to put the tubing into the channel of the IV pump, it stretched the tubing slightly and saline sprayed out of the line near the blue plastic piece that goes into the slot at the bottom of the channel.

Event description:
It was reported that the bd alaris¿ lvp 20d 3ss cv experienced leakage. The following information was provided by the initial reporter: when the rn went to put the tubing into the channel of the IV pump, it stretched the tubing slightly and saline sprayed out of the line near the blue plastic piece that goes into the slot at the bottom of the channel.

Manufacturer narrative:
H.6. Investigation summary: a sample was received and tested by our quality team the tubing was separated at the silicone upper fitment that is inserted into an infusion pump. This verified the customer's complaint of leakage. Under microscope analyses, there was evidence that the blue retaining ring had been applied properly to the set. Calipers were used to measure the tubing and the results were within manufacturer's specifications. This issue has been seen in the past as a root cause of improper loading techniques used when inserting the tubing into infusion pump. A device history record review for model 2426-0007 lot number 22059009 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02may2022. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.